Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocation of the adm insert from the mdm liner. Surgeon reported complicating factor as patient having had a spinal fusion with hardware. The c-taper lfit head, adm x3 insert, and mdm liner were revised to a constrained liner with c-taper lfit head. There are no allegations against the femoral head.